Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2018, this patient underwent treatment with gore excluder® aaa endoprostheses for an abdominal aortic aneurysm. All devices were successfully advanced and deployed as intended. It was reported that during ballooning of the proximal trunk with a medtronic balloon catheter the balloon was ¿grossly¿ overinflated by the technician. Additionally, placement of the balloon was too far proximal and outside of the proximal neck of the trunk device, causing the trunk to be move out of the proximal neck, approximately 17mm distal to the renal arteries. A gore® aortic extender component was then implanted to regain coverage up to the proximal neck. The patient tolerated the procedure and the procedure was concluded. Later this same day the patient¿s blood pressure dropped and the patient was brought back in to the operating room. Imaging showed a tear in the interior wall of the proximal neck and an additional and an additional gore® aortic extender component was implanted proximally to cover the tear. The patient tolerated the procedure and is reported to be doing well. It was reported that all the gore devices performed as intended, the issues encountered are attributed to the ballooning.